Event description:
The customer reported to olympus that the during reprocessing the evis exera iii gastrointestinal videoscope tested positive for contamination. The issue was found during routine culture of the scope. The device was treated with enziqure and cleaning, disinfection and sterilization (cds) machine, and the scope tested positive for 150 colony forming units (cfus) per 100 milliliters (ml) of klebsiella pneumoniae and pseudomonas aeruginosa. The device was treated a second time with enziqure and tested the following day. The scope tested positive for 100 cfus/100 ml of klebsiella pneumoniae and pseudomonas aeruginosa. The user did not report any other contamination or serious deterioration in the state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device was returned to olympus. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. The scope tested positive for four (4) cfu/endoscope of gram positive bacteria. The results obtained were in conformance with the requirements. The device evaluation found the following: the insulation at the plastic distal end cover was below threshold, the light guide rod lens was cracked, the charged coupled device cover lens was cracked, the bending section cover glue was separated, the mouthpiece was defective, the air/water cylinder was scratched, the suction cylinder was scratched, the play in the "up/down" and "right/left" knobs were out of specification, the angulation in the "up/down" and "right/left" directions were out of specification, and the biopsy channel had cuts. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the customer's completed cleaning sterilization and disinfection (cds) checklist. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cds process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.